Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection, electrical and force evaluation of the returned device. Visual analysis of the returned sample revealed a reddish material was observed in the pebax along with a hole found in the thermocool® smart touch® sf bi-directional navigation catheter. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. The evaluation determined that the cause of pebax damage cannot be established. The event described force sensor error was unable to duplicate during the product investigation. However, the blood found inside the pebax area may contributed to the force sensor error reported. A manufacturing record evaluation was performed, and no internal action related to the reported complaint condition were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning stated in the carto 3 system manual: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. The force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the thermocool® smart touch® sf bi-directional navigation catheter. It was initially reported by the customer that the thermocool® smart touch® sf bi-directional navigation catheter was displaying noise on the distal electrode. There were no errors displayed and no metal interference. The grounding pads were connected. The noise was on the carto 3 system and the recording system. They exchanged the cable and the issue persisted. They exchanged the catheter, and the issue was resolved. Then about midway through the case, the second thermocool® smart touch® sf bi-directional navigation catheter displayed a 106 error (force sensor). The cable was exchanged, and the issue persisted. The catheter was exchanged, and the issue was resolved. The carto 3 system is working per specs. The customer reported issues of noise with the first thermocool® smart touch® sf bi-directional navigation catheter and error 106 (force sensor) with the second thermocool® smart touch® sf bi-directional navigation catheter are not considered to be MDR reportable malfunctions since the most likely consequence for these is an intraprocedural delay and the potential risk that these could cause or contribute to a serious injury or death is remote. On 27-sep-2021, both complaint devices were received by the bwi product analysis lab for evaluation. Although each thermocool® smart touch® sf bi-directional navigation catheter had a different reported failures, they were of the same lot number and upon return to bwi for analysis, there were no distinguishable identifier to which catheter had which failure. On (B)(6) 2021, pal revealed that one of the devices was found with a reddish material in the pebax area and a hole in the thermocool® smart touch® sf bi-directional navigation catheter. A hole in the thermocool® smart touch® sf bi-directional navigation catheter is considered to be an MDR reportable malfunction since the integrity of the device is compromised.